Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 522 mg/dl. A manual insulin injection was administered to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.